Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stops associated with driveline disconnect events. A specific cause for the disconnections of the driveline could not be conclusively determined. The controller event log file contained events from (B)(6)2023 through (B)(6)2023. The file captured pump stop events due to the driveline being disconnected multiple times on (B)(6) 2023. Following the last event, the pump regained speed and resumed normal operation without issue for the remainder of the file. The pump appeared to function as intended at the set speed while the driveline was connected. It was reported that the patient did not remember disconnecting the driveline, as they had been under the influence of alcohol. The patient denied symptoms other than shortness of breath a few hours after the events. No equipment was exchanged at the time. The patient remained ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), until 13jul2023 when they ultimately expired. The device was not explanted for evaluation (MFR # 2916596-2023-05497). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 2 of the IFU and section 2 of the patient handbook state, ¿check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." The patient handbook further warms that the pump cannot run without power. Section 2 of the IFU also contains a section titled, "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 of the IFU, under "educating and training patients, families, and caregivers", explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Sections 3 and 6 of the IFU as well as sections 1, 3, and 4 of the patient handbook warn that high levels of static electricity can cause the left ventricular assist device to stop, and state that patients should use battery power when not sleeping or relaxing or while performing activities that can generate static electricity. Section 6 of the IFU and section 4 of the patient handbook also provide examples of when static electricity can occur and how it can be avoided. Additionally, the testing and classification tables in appendix c of the IFU and section 9 of the patient handbook include electrostatic discharge information. Section 7 of the IFU and section 5 of the patient handbook describe all alarm conditions as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log file review captured a driveline disconnect and pump stop at 0:27:52 on (B)(6) 2023. Another driveline disconnect and pump stop followed at 0:30:59. It appeared the driveline was re-connected at 0:31:09 and the pump functioned as intended from the stated time. It was later communicated that the patient denied remembering that they disconnected the driveline. The patient was reportedly under the influence of alcohol at the time and reported symptoms of dyspnea occurring a few hours after the alarms. No equipment was exchanged.

Manufacturer narrative:
Related MFR: 2916596-2023-03270. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.